Manufacturer narrative:
The device was returned for analysis. The mechanical jam was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents for this lot. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. Based on the information reviewed it is possible that the bends in the guide caused the mechanical jam due to an increased amount of bend while in-vitro, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique prior to a thoracic aortic aneurysm (taa) interventional procedure via a 6f sheath. Reportedly, step 2 could not be completed as the plunger was stuck. The device was removed and the sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 22f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.